Event description:
The patient stated she purchased tampons, super absorbency. The morning of the incident the patient awoke with menstrual cramps and bleeding. She also stated she had surgery recently for an abscess on her rectal region. The patient inserted a tampon, but her cramps got worse and after about five minutes, she attempted to remove the tampon. When she did, she heard a "pop" sound and the withdrawal cord broke off the tampon leaving the tampon inside her. She then had her boyfriend remove the tampon with tweezers, during which the tampon shredded apart. The patient said she had muscle pain and cramps for two more days and said she would follow up with a doctor because the pain was sharp, but she was not sure it was related to the incident. She subsequently related she went to the family doctor who performed a pap smear and that the doctor said the cervix was bleeding and it was due to the tampon. Another follow-up by the patient for an ultrasound and "scope" revealed a fibroid on the cervix which the doctor allegedly attributed to tampon use. Although further documentation was requested, none has been provided and no further consequences are noted.

Manufacturer narrative:
Although initially reported on (B)(6) 2014, physician intervention was not reported by the patient until (B)(6) 2014. (B)(4) wrapped and unused samples allegedly from the same carton as the tampon associated with the incident were returned. All (B)(4) were examined for physical defects and were tested for cord anchor strength. All met quality acceptance requirements. An additional (B)(4) representative retain samples held by the manufacturer were examined for physical defects and tested for cord anchor strength and these all met quality acceptance requirements. The device history record was reviewed and all process and quality inspections and monitoring were confirmed to have been completed according to the approved quality plan and device master record. Complaint records were reviewed and there were no other complaints about broken withdrawal cords associated with the same lot as alleged to have been involved in the incident. The alleged defect could not be confirmed and no potential root cause was identified. No further action is planned regarding this incident.